Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine follow-up, this right atrial lead exhibited high capture threshold and was suspected to have been dislocated. As the patient did not require atrial stimulation, the physician elected to program off all atrial therapy. No resulting adverse patient effects were reported.